Manufacturer narrative:
The patient weight was requested, but not provided. A direct correlation between (B)(4) and the reported events (hemorrhagic stroke, sepsis, and death) cannot be conclusively determined through this investigation. The patient was implanted with (B)(4) on (B)(6) 2018 and expired on (B)(6) 2020 due to a subdural hematoma, sepsis, and withdrawal of support. The source of the sepsis is unknown as there was no evidence of a driveline or pump pocket infection. The account communicated that (B)(4) was operating as intended and would not be returned for evaluation. The heartmate ii left ventricular assist system instructions for use lists bleeding, stroke, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document states that diligent care throughout the course of support must be exercised to prevent infection and sepsis. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 08jul2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per the vad coordinator, the patient passed away due to subdural hematoma, sepsis, and withdraw of support. The source of the sepsis is unknown. It was reported there was no evidence of driveline or pump pocket infection. It was reported the device operated as intended.